Manufacturer narrative:
The reported event was ¿lead failure¿. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing was normal. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the lead found external insulation abrasion breaching the optim sheath at the proximal region of the lead. The silicone tubing was intact in this location. The cause of external insulation abrasion is consistent with friction to the device can. Internal insulation abrasion breaching the right ventricular cable lumen at the distal region of the lead. The etfe cable coating and inner coil lumen were intact in this location.

Event description:
It was reported that patient presented for scheduled procedure. It was noted that the lead was explanted due to lead failure and replaced with new lead. There were no patient consequences.